Event description:
Information received with return of the device does not address the patient's clinical status but notes that during implant, the device exhibited no output. Later, when tested at the distributor, the device exhibited normal function.